Event description:
On (B)(6) 2019, a (B)(6) year old male underwent stenting of the right lower extremity for peripheral vascular disease in an outpatient based cath lab (obl). It was reported that the celt deployment was successful, hemostasis achieved and the patient was successfully discharged. The obl was located approximately one mile from ER where the patient attended some hours later after discharge from the obl. The patient was receiving anticoagulation medication. On presentation to the ER, the patient had a tachycardia and was noted to have low hemoglobin. A CT scan was performed which showed a large right retroperitoneal hematoma. The patient refused surgical intervention in a tertiary referral center. He was observed in the ICU of the hospital and his blood pressure dropped suddenly at 3am on (B)(6) 2019. The patient suffered a cardiac arrest and died. The preliminary diagnosis was cardiopulmonary arrest secondary to hypovolemic shock, possibly secondary to hemorrhagic shock in the setting of a large retroperitoneal haematoma post obl outpatient procedure on the right leg. No autopsy was performed to our knowledge.